Event description:
The customer reported that the system displayed a temp sensor error.

Manufacturer narrative:
The ge service rep reseated all connectors and pcb's. The system checked out ok and is fully functional.